Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is lrc / pgw. The product catalog and lot number are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. The device was discarded; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. The lot number is not known; therefore, a device history record review cannot be completed. Based on the limited information contained in the complaint at the time the reporting determination was made, this complaint is deemed MDR reportable as a serious injury. Follow ups will continue to be performed given the circumstances of the event. Should additional information become available, this case will be re-assessed and notes will be updated. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a patient who underwent ent (ear, nose & throat) procedure with acclarent devices experienced cerebrospinal fluid leak occurred during the procedure when removing tissue in the ethmoid sinus. It was also reported that the physician stated that he entered too strongly and was able to physically see light-colored csf fluid in the sinus cavity. The caller reported that the physician was able to repair the csf leak. The caller reported that it was unknown what specific medical intervention was provided to the patient. The caller reported that it was unknown what device was being operated when the injury occurred. The patient was reported to be in stable condition. It was also reported that there were accuracy issues during the procedure. The caller stated that he was not present during the procedure and that he was unsure which devices had accuracy issues. The caller stated that he had no further issues regarding the accuracy issue. The procedure continued.